Manufacturer narrative:
G4 PMA/510k (#): this device product ID: cx01b-c is not marketed in united states, however similar device with product ID: cx01b, UDI: (B)(4), 510k (#): k102397 is marketed in united states. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for vertebral fracture. It was reported that the cement set too quickly, hardening after 2 minutes, and could not be pressed into the bone spatula. It was lumpy rather than doughy and homogeneous, rendering it unusable. The cement was not used on the patient, and the procedure was successfully completed with a new product. The cement was stored at the correct temperature before and during the procedure. There was a delay in the overall procedure time due to issues with the bone cement. There was no patient symptoms reported. There were no further complications reported regarding the event.